Event description:
It was reported via repair work order that the unit was delivered with no functioning brakes. Stryker technician replaced the brakes and returned the unit to service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the unit was delivered with no functioning brakes. Stryker technician replaced the brakes and returned the unit to service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by the repair technician and it was found this unit was not assembled with the optional combined steer/brake mechanism. The brakes for this unit are located on each caster. It was reported that the delivery person who delivered this unit thought that this unit had the optional combined steer/brake mechanism installed. There was no defect found with this unit and the unit performed to specification.